Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip. Unit received with cracked endcap.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated that the insulin pump no longer functions. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.